Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone18.3, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that sometime in (B)(6) 2026, the patient was hospitalized with a diagnosis of euglycemic diabetic ketoacidosis. The specific event date was not provided; therefore, the event date included in this report is approximate. The patient noted blood glucose appeared to be within normal range at 160 mg/dl and attributed the diagnosis to previous odium-glucose cotransporter-2 (sglt2) use. Reported symptoms included tiredness. Treatment during hospitalization consisted of intravenous insulin. The patient remained hospitalized for approximately two days. The specific discharge date was not provided.